Event description:
It was reported that a patient being treated with v.a.c. Therapy in an acute care facility for a dehisced (infected) stage IV sacral pressure ulcer experienced hemorrhagic shock allegedly, due to bleeding from the wound site. It was reported that the patient was transferred to the reanimation section of the hospital and was administered 4 units (1l) of red blood cells described as "clot globulaires" and adrenaline over a 24 hour period. According to the physician, the infected stage IV sacral pressure ulcer was being treated with antibiotic therapy. The physician reported that there were no visible vessels present in the wound initially but, due to the nature of the wound (dehisced and a wide injury), the physician believed that vascular structures (arterioles) may have been in close proximity to the wound. The physician also stated that a non-adherent layer was not used prior to placement of the foam. The patient was receiving anticoagulation therapy as well. The physician stated that the patient recovered and was transferred out of the reanimation section after four days.

Manufacturer narrative:
The v.a.c. Therapy system safety information and v.a.c. Granufoam dressing application instructions warn: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomoses or grafts)/organ, infection, trauma, or radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of fine-meshed, non-adherent material or bioengineered tissue may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure that they are secured in a manner as to maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels, which may not be readily apparent. The patent should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk for bleeding (relative to the type of complexity of the wound). Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy. The device was returned for evaluation. The device was tested and met specifications.